Event description:
It was reported that while dissecting the myoma from the uterus during a da vinci si myomectomy procedure it was noticed that a piece of the plastic at the distal tip of the permanent cautery hook instrument was missing. The surgical staff inspected the patient's abdomen and pelvis, however, they were unable to locate the missing piece. The procedure was continued and after dissection and repair of the uterus was completed, a second inspection was done with irrigation. The missing piece was located and successfully removed from the patient without incident. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one distal clevis ear of the instrument is broken off at its base. The broken piece is approximately .300 x .235 and is located on the same side as the conductor wire and cap. The yaw pulley hub extruded boss feature that holds the cap is broken off and the conductor cap is missing. No other damage was found.